Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported the colonovideoscope had its auxiliary channel obstructed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.additional information added to fields h3, h4 and h6.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured.based on the results of the investigation, olympus confirmed the adhesion/clogging of the material in the auxiliary water channel. However, we could not identify the material. A definitive root cause of the foreign material in the scope could not be determined.the event can be detected and/or prevented by following the instructions for use which state:-detection method: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection.-preventive measures: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.